Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer experienced low blood glucose of 40 mg/dl. The caller stated that the insulin pump did not alarm when the customer had low blood glucose. The caller declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.